Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did any staples form at all? Did none of the staple lines form? Or, did one staple line or staples in one of the staple lines not form? If staples did deploy, were they in the opened unformed shape? If staples did deploy, were any staples malformed? What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
It was reported that during the gastroplasty sleeve surgery, the reload fired, but it did not staple, only the blade ran. The cut was made, the staples released, but the staple line was not formed, as the staples were left open. To finish the procedure, the surgeon made manual suture. There was no adverse event to the patient, but the surgeon mentioned the possibility of future fistula formation at the place where the reload did not staple.

Manufacturer narrative:
(B)(4). MDR decision: serious injury. Upon review of the information provided, it was concluded that this event now meets the FDA defined criteria for a reportable serious injury. Additional information received: the patient claims that he underwent a gastroplasty surgery for morbid obesity, on (B)(6) 2018. However, the surgeon observed a failure in the stapler, which cut the gastric walls, but did not trigger the staples. This lack resulted in an opening of the organ, requiring manual suturing. The patient claims to have suffered from a food shortage, which led him to severe anemia. On (B)(6) 2019, due to the failure of the stapler, the patient was again hospitalized for the same procedure (gastroplasty), which was performed by another surgeon. Additional information requested and received: did any staples form at all? No staples were formed. Did none of the staple lines form? No staple line was formed. Or, did one staple line or staples in one of the staple lines not form? No staple line was formed. If staples did deploy, were they in the opened unformed shape? Yes. If staples did deploy, were any staples malformed? Yes. Was there any tissue movement noticed during firing? I cannot remember. On which firing of device did issue occur? It occurred at the last blue reload of the sleeve. What is the cleaning technique used between firings? With saline solution. Was buttressing material used? Yes, it was reinforced with manual suture. Did the surgeon cross staple lines? No. What is the current patient status? According to the surgeon, the patient had an abscess. It was drained, and nowadays the patient returned to his office and is fine.